Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that she has been having high blood glucose and she is not able to control them. The customer had high blood glucose of 300 mg/dl and 500 mg/dl. Customer treated high blood glucose with manual injections. Based on what is being reported, customer alleges insulin pump is under delivering. The drive support cap appears normal. The customer also reported no delivery alarms. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will be returned for analysis.